Event description:
Boston scientific received information that the patient with this device system endured an atrial nodal ablation procedure. Pre-ablation, the triad configuration of this device displayed a fluctuating shock impedance measurement within acceptable limits to greater than 125 ohms. The other configurations displayed measurements within acceptable limits. The svc coil was suspected to be causing the out of range measurement, therefore, the physician requested that the device be programmed in the right ventricular (rv) lead coil to can configuration. Device memory was saved to a disk for further analysis. Detailed device analysis from the save to disk was currently being performed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received following disk analysis that the overall shock impedance measurement was 61 ohms. All configurations displayed a shock impedance measurement within acceptable limits. The physician elected not to performed defibrillation threshold (dft) testing. The device was ultimately programmed to rv coil to can. No further observations were noted.

Event description:
Additional information was received that this device was later explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.